Event description:
It has been reported to philips that the error message "image storage not possible, system not ready for imaging" was prompted. The system was in clinical use. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite, replaced the x-ray pc, the solid-state drive (ssd) and the hard disk in order to return the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during planned treatment/non-emergency treatment and procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the system displays an error. Review of the log file shows that the malfunctioning of x-ray-pc. The fse replaced x-ray pc. After replacement of x-ray pc, the system was returned to good working condition. The codes were updated based on the investigation outcome. The evalution method code was corrected.